Event description:
It was reported that the pt experienced a change in therapy effect to include increased spasticity. This was reported as "terrible" and has been going on for about a year. Originally, the pt was getting refills every six months and this was with 2500 mcg/ml compounded baclofen. The pt was with another hcp and was now getting lioresal 1000 mcg/ml in the pump. The reporter stated that he has "been hospitalized 30 times in year 2007" and was hospitalized last week for unspecified reasons. A volume discrepancy was also noted; they had less volume than expected. Catheter dye study and rotor study were performed about six months ago and no issue was found. The daily dose of compounded baclofen as of 2008 was 875 mcg. The pt has had ongoing issues with pain and many hospitalizations were due to this. The pt has been evaluated by a neurologist for the pain and neurological issues, which were described as a decline in motor skills. According to the neurologist, these issues are unrelated to the device or medication used in the device. The pt had neck surgery which was reported to have helped some. Physical therapy has also been recommended, but the pt has not accomplished this yet. At the last pump refill (08) no volume discrepancies were noted, however, since that time the device has been refilled with an unk drug by the hospital.